Manufacturer narrative:
The customer reports that they noticed a 12 second asystole in the central nurse's station (cns) full disclosure which didn't alarm. No further information was provided. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that they noticed a 12 second asystole in the central nurse's station (cns) full disclosure which didn't alarm. No further information was provided. No harm or injury occurred.

Event description:
The customer reported that central nurse's station (cns) did not alarm for a 12 second asystole that was logged in full disclosure. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that central nurse's station (cns) did not alarm for a 12 second asystole that was logged in full disclosure. No further information was provided. No patient harm was reported. Investigation summary: nka clinical reached out to the customer to analyze their data to determine a possible cause. The customer did not want to collect the data for analysis and indicated that further assistance was no longer needed. Without the data for analysis or device logs, a root cause cannot be determined. The customer was not able to provide the accurate device information so a serial number review could not be performed. A customer complaint review revealed one similar complaint of a missed alarm but the investigation into that complaint, documented in ticket (B)(4), found that the device did not malfunction and was a result of two alarms triggering at the same for two separate beds, likely confusing the clinicians. As the customer was not able to provide printouts of the event, the missed alarm event could not be confirmed. Possible causes may be due to use error, misinterpretation of the data, the readings not meeting the alarm thresholds, or the patients' condition.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that central nurse's station (cns) did not alarm for a 12 second asystole that was logged in full disclosure. No harm or injury occurred.